Event description:
On (B)(6) 2012, the patient contacted animas for assistance in resuming insulin pump therapy after having been off the pump, and noted multiple discrepancies while reviewing the pump histories with customer support. A review of the bolus history indicated a 0 unit bolus on (B)(6) 2011, with no explanation. A review of the total daily dose history (tdd) indicated a bolus shown in the bolus history on (B)(6) 2012, was not recorded in the tdd history. A review of the basal history indicated that total basal delivery for (B)(6) 2012, was 44.5 units, but the patient stated it should be 48 units. The basal history also showed 0 units for 5:19 am and 0 units from 00:10 am to 1:40 am on (B)(6) 2012. A review of the prime history indicated two primes that the patient did not recall performing, which were not associated with an alarm or a site/set change. There were no explanations for the reported history discrepancies. A review of the suspend history indicated one suspend on (B)(6) 2012 and one on (B)(6) 2011. This complaint is being reported due to the alleged history discrepancies, as 0 unit boluses and 0 unit basal rates can lead to under-delivery of insulin and the patient could not provide an explanation for these discrepancies.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The original MDR was sent stating that the patient contacted animas on (B)(4) 2012, however upon further review it was determined that the alert date was (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be delivering insulin accurately. The pump was able to rewind, load and prime without any issues. Boluses were able to be programmed, delivered and recorded correctly in the pump history. The pump history shows that the stoppage of insulin delivery on (B)(4) was due to an empty cartridge alarm which was not addressed. There were no issues found with delivery or the pump history during evaluation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.